Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The pump passed displacement test, self-test and unexpected restart error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was cracked on the front. The customer's blood glucose level was 380mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.